Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument scissors were not dull. Engineering also found the one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had slight damages and on the surface. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the mega suturecut needle driver instrument scissor blades were noted to be dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.